Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation performed revealed that the first thread on the head of the pedicle screw was torn off. As the exact lot number of this screw is not known, it is not possible to ascertain the production date and to verify the corresponding production documents. Hence, it is only possible to confirm that our matrix pedicle screws are manufactured according to ao/asif specifications and international norms, iso 5832-11. Unfortunately, it is not possible to unambiguously determine the cause of the damage. However, from the image of the damage that is available, it could be supposed that this damage arose from a cross-threading between the holding sleeve and the screw head. Conclusion: the implant was manufactured in accordance with the specifications. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Event description:
It was reported that on the first turning on the screw head the inner thread, the primelock, on the screw sheared off and a metal shard was formed when tightening the screw onto the holding sleeve. The screw was rendered unusable. No further information was provided. This is report 1 of 1 for complaint (B)(4).